Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: this report is about needle retraction failure. Button was pressed but needle was not retracted.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard bc unit. Additionally, 6 photos were provided. An attempt to retract the needle was made but the safety activation feature did not activate. The reported issue was confirmed. Further microscopic analysis discovered adhesive overflow between the needle hub and the button. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station misalignment. A vision system software is in place to mitigate the occurrence of this defect. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: this report is about needle retraction failure. Button was pressed but needle was not retracted.